Event description:
Initial result for a patient calcium was 14.8 mg/dl. When repeated, the results were 8.9 and 9.0 mg/dl. A second sample was initially 3.6 mg/dl for total protein and when repeated, the result was 5.3 mg/dl. The account also stated they have seen a couple of similar cases on other days, but could not provide any specific information. Incorrect results were not reported. The field service rep found the issue was caused by the probes and performed general maintenance.